Manufacturer narrative:
The customer¿s report of ¿cracked spin collar on male luer¿ was confirmed. The set was inspected; a crack was found on the male luer spin collar opposite the injection gate. No stress or tools marks were detected on the component. Dimensional analysis was performed and the male luer tip was within specification. Because of the cracked spin collar, functional testing could not be performed. The probable cause of the cracked spin collar was the application of excessive force to the male luer while attempting to disconnect it from the mated female luer component.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported cracking after difficulty reconnecting the tpn and lipid infusion to the PICC line. The male luer would not secure to max zero hub of PICC line. The tubing was replaced and there was no patient harm.